Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- powerled. As it was stated by the customer the gasket on the light head was worn and fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as issue with light head¿s gasket could be treated as technical deficiency of the device and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. Deterioration of the light head seal is indicated by our product experts to likely be caused by infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getige became aware of an issue with one of our surgical light - powerled. As it was stated by the customer the gasket on the light head was worn and fell off from the device. So far no information about circumstances of the issue and about injury was reported, however we decided to report this case in abundance in caution and based on the potential as any parts falling into sterile field might led to contamination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).